Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging coughing, chest pressure, headaches, sinus surgery. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging coughing, chest pressure, headaches, sinus surgery. The device was returned to the manufacturer investigation lab for further evaluation. The internal aspect of the device was evaluated and it was observed an unknown dust contaminant inside the blower box at the air inlet, on the blower box, front panel, rear panel, bottom enclosure, o-ring of the rear panel, blower, and blower seal. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer confirmed no sound abatement foam degradation/breakdown was observed in the device.